Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. During the procedure, after a few minutes of usage, the device made a grinding sound and the blade would not cut through any tissue. Another handpiece was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4) - blade does not cut: conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch #s: 2210968-2009-00806, 2210968-2009-00807, 2210968-2009-00808 and 2210968-2009-00810. The same patient is represented in each medwatch.